Manufacturer narrative:
Device is used for treatment, not diagnosis. The part was received in good condition, no obvious damage. The part number 391.201 lot number p049357 was manufactured by pioneer surgical technologies. The supplier conducted the investigation on the returned part. The functional inspection confirmed that the cable tensioner did not meet the functional requirements. Destructive testing found that corrosion had caused the collet assembly to seize. The probable root cause as described by the supplier is: repeated autoclave cycles and exposure to cleaning agents has broken down the passive layer on the components within the collet assembly of this device, resulting in corrosion. Parts from this lot passed synthes incoming inspection at the time of release. The parts were manufactured in august 2009. Placeholder.

Manufacturer narrative:
The three receipts of this lot were released 10/8/2009, 11/6/2009, and 11/30/2009. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the cable tensioner would not tighten the cable during an operation. The patient was not impacted. The surgery was not delayed. Another instrument was available for use. The event did not require additional medical treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.